Event description:
On (B)(6) 2012, customer reported that the lh500 instrument did not flag for blasts. However, the instrument experienced a "check slide for clumped platelets" message, and a manual smear was then performed where 24 blast cells were seen. The raw data file supplied by the customer showed 24% blasts according to the manual reference. The histograms showed abnormal patterns. The neutrophil population was elongated and the monocytes were overlapping the neutrophils. The algorithm was designed to detect and set suspect flags for similar patterns, but the flagging rules were not sensitive enough to set suspect flags for the provided sample. Customer did not state whether or not patient treatment or diagnosis was affected by the initial lack of blast flags. Field service engineer (fse) inspected the instrument and found the instrument functioning properly. Fse verified laser alignment, ls offset, and dc counts, and all were within specification. Mdrs associated with this event: 1061932-2012-01768, 1061932-2012-01769.